Manufacturer narrative:
A device history record review and complaint history review did not identify contributing factors. It was reported that the force sensor cable and connector got damaged during a surgery. The parts were not returned at the manufacturing site for investigation, however the damage is confirmed based on the pictures provided by the reporter. A discussion with the distributor indicated that the parts got damaged by accident during a robot arm movement (the surgeon was driving the robot arm for placing the second electrode). Therefore the root cause is determined to be an unintended use error.

Event description:
The indian distributor informed a zimmer biomet team member on (B)(6) 2019 that the force sensor cable and connector got damaged during a surgery. No casualties and the case was completed after fixing the cable.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  Type of reportable event: serious injury: the issue delayed the surgery by more than 30 minutes. (B)(4).

Event description:
The (B)(4) distributor informed a zimmer biomet team member on (B)(6) 2019 that the force sensor cable and connector got damaged during a surgery. No casualties and the case was completed after fixing the cable.